Manufacturer narrative:
The checksum feature of the coulter lh 750 hematology analyzer was disabled. The customer barcode symbology was codabar 39 with no check digit. Sample barcode labels were requested, but not provided. On (B)(4) 2008, field service engineer (fse) installed automated barcode reader update and 11 digit hand-held scanner. Fse verified analyzer performing to specifications. The root cause is that the checksum digit is disabled. Beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for additional reportable events.

Event description:
On (B)(6) 2008, customer reported an event of a sample barcode misread while using the coulter lh 750 hematology analyzer. The last digit of a sample barcode was read with a "0" for the last digit, rather than a "2." The instrument printout did not have pt demographics for the sample ID and there was a "no match" error message. The customer reran the pt sample and the correct sample ID and demographics were displayed. No erroneous results were reported outside the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event.